Event description:
Medtronic received information from a literature article regarding the effects of ticagrelor versus clopidogrel on the number of cer ebrovascular microembolic events and platelet inhibition in patients undergoing transcatheter aortic valve implantation (tavi). All data was collected from two centers. The study population included 84 patients (predominantly male, mean age 82.1 years) who all underwent tavi with the medtronic evolut r valve system. No unique device identifier numbers were provided. During one of the tavi procedures, a descending aortic dissection occurred, causing injury to the patient¿s adamkiewicz¿s artery and the development of paraplegia. At an unspecified time during the 90-day follow-up period, this patient died. The enveo r delivery catheter system may have been a contributory cause in the descending aortic dissection and subsequent death. The following adverse events that may have been associated with evolut r: cerebral microemboli as detected by high intensity transient signals during the tavi procedure; cerebrovascular accident resulting in left hemiplegia; pacemaker placement after tavi; new onset atrial fibrillation; hemorrhage; bleeding (minor, major, or life-threatening); and shortness of breath. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: vavuranakis ma, et al. Comparison of ticagrelor versus clopidogrel on cerebrovascular microembolic events and platelet inhibition during transcatheter aortic valve implantation. Am j cardiol. 2021 sep 1;154:78-85. Doi: 10.1016/j.amjcard.2021.05.047. Epub 2021 jul 7. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.